Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the 440 stud broke off. Another like device was used to complete the procedure. There was no patient consequence.